Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction was confirmed, but a further cause of the torn coating could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use sphincterotome to the service center for a separate issue. During the device analysis, the device exhibited torn coating from the knife wire. There was no patient involvement.